Manufacturer narrative:
The event took place outside of the united stated (in france) and was associated with a product that also cleared for the market within united states.

Event description:
The patient was revised on due to infection and instability, approximately 6 months after the first surgery. The date of the revision is unknown. The surgeon explanted 1 humeral cup 36+3 and 1 spacer +9. The surgeon implanted 1 humeral cup 36+3 and 1 spacer +9.